Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "material does not come out of syringe when applying pressure" (difficult to advance [injection system]). A user facility reported the viscoelastic would not come out of the syringe when applying pressure. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).